Event description:
When infusion of pitocin initiated medication IV pump was set up with door closed and properly set up, pitocin began free flowing. Pt started having hypertonic contractions with resulting fetal heartrate decelerations. (Pt received approx 50cc bolus of pitocin), IV fluids were increased. Infant was born by spontaneous vaginal delivery approx 1 1/2 hours after bolus, with apgars of 8 & 9 with arterial cord blood gases hco3-27 calc sat 9.3, base excess -2.7, co2 content 29, ph 7.21, pco 2.65 and po2 12. Pt and infant discharged the next day.